Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition and manufactured in 2016. Customer's electrical issue was duplicated. The device leaked from both lower corners of the tank cover which were cracked confirming the customer complaint. There was a previous repair in (B)(6) 2018. The device was returned for leaking in the cracked enclosure due to the drain fitting. The enclosure and drain fitting were replaced. The root cause of the electrical issue was determined. The corners of the tank cover were cracked near the screw holes; over torquing the screws can cause cracks in the cover. Actions taken to mitigate the reported issue: the leaking was repaired by installing a new tank cover and gasket. UDI information is unknown. Report source is unknown.

Event description:
It was reported that device was leaking fluid. No patient injury reported.